Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing vaginal cuff during a laparoscopically assisted vaginal hysterectomy, the device was loaded and entered the cavity to start suturing the vaginal cuff. When they went to pass the needle, the needle broke and got stuck in the tissue. It was stated that the needle was stuck in the tissue and would have been too hard to retrieve without damaging tissue. They had to bring an x-ray machine to locate the component. This resulted to an extended surgical time to thirty minutes or more. They chose to leave the needle in.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three single use loading units (sulu). The broken needle, needle three, was returned in a container. Needle three was inspected under a microscope and no other abnormality besides the needle being broken at the suture swage was observed. Needle one and needle two were inspected under a microscope, where no abnormalities were observed. Less than seven inches but more than one inch of suture was attached to needle one and needle two. Functional evaluation could not be performed on needle three as the needle was broken. Needle one and needle two were each loaded into an endo stitch instrument and were found to function properly and remained engaged in the test instrument throughout testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.